Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during the patient's lead revision procedure (1627487-2021-15805), the implanted lead was inadvertently damaged while repositioning and so was replaced. Surgical intervention resolved the issue.